Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and was advised to continue using it, with the instruction to contact support if the issue reoccurred.